Manufacturer narrative:
H3: analysis of the device found that the electrode connection recognition is weak, resulting in poor response. Battery replacement required. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: unknown/unknown, ubd: , UDI#: unknown. H6: a supplemental repost shall be submitted after the requested additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface was noisy. There was no known patient impact.

Manufacturer narrative:
H3: analysis of the device found that the electrode connection recognition is weak, resulting in poor response. The internal circuit board, battery, and related parts were replaced. Applicable code for concomitant product (nim4cm01) - fdm b17, fdr c20, fdc d20 <(>&<)> img g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.